Event description:
We have had several events where the needles we are placing on pre filled syringes and the needle has separated from the syringe after injecting the medicine. The needle comes off the syringe and stays in the pt's arm. The ma's are tightening the needles tightly, but the needle separates from the hub of the needle. It is the smith's medical re#4291 25g x 5/8". One ma reported that the medicine she was injecting came out through the hub and ran down the syringe. I reported the incidents to clinical support and we will start using bd safety glide needles.